Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. The field representative stated no pacing was observed on telemetry. Boston scientific technical services (ts) was consulted and troubleshooting options were offered. Ts discussed with the field representative this device is likely non functional. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. The field representative stated no pacing was observed on telemetry. Boston scientific technical services (ts) was consulted and troubleshooting options were offered. Ts discussed with the field representative this device is likely non functional. No adverse patient effects were reported. At this time, this device remains in service.

Manufacturer narrative:
Corrected fields h6 impact codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. The field representative stated no pacing was observed on telemetry. Boston scientific technical services (ts) was consulted and troubleshooting options were offered. Ts discussed with the field representative this device is likely non functional. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alertcode 1003) was recorded. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. The issue with these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was unable to be interrogated. The field representative stated no pacing was observed on telemetry. Boston scientific technical services (ts) was consulted and troubleshooting options were offered. Ts discussed with the field representative this device is likely non-functional. Further information was received that this device was explanted due to normal battery depletion (nbd). No adverse patient effects were reported.